Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found the tamper seal intact and no signs of external damage. Review of the event history log found a primary audible alarm post. During the functional testing, the alarm was unable to be replicated. All results of the testing were within manufacturer specifications. The root cause was unable to be determined and no repairs were needed as no fault was found. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last service in (B)(6) 2022 and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump displayed error messages. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.